Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report broken sensor wire on (B)(6) 2014. Patient claimed that upon removal of sensor pod, a portion of the sensor wire remained attached to the patient's abdomen, protruding approximately 1/8 of an inch. Patient reported no discomfort at the site of sensor insertion and removed the sensor wire fragment with tweezers. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 1/19/2015 and confirmed the reported event of a broken sensor wire on date of issue (B)(6) 2014. Complaint was confirmed.